Event description:
It was reported that water leaked from the catheter during a pretest.

Manufacturer narrative:
The reported was confirmed. A latex foley was returned for evaluation. A 10cc luer lock syringe was used to attempt to inflate the device. The device partially inflated, however water leaked 1.46 inches above the bifurcation. The root cause of the failure was due to an operator error in the bagging machine operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Only the manufacturing lot number was provided. This product is manufactured in moncks corner and then sent to be packaged in strip packages, foley trays, and product subassemblies with various labeling. Without a corporate lot number or a product tray catalog #, the labeling that the user received could not be found and reviewed. Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter during a pretest.